Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/16/2019. Device evaluation: the sample was evaluated and the lens was cut and has one haptic detached. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified, however haptic detached and lens cut was confirmed, but it could not be determined if the condition observed is related to manufacturing process as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent an implant of intraocular lens in the left eye. Post-implant, the patient underwent a lasik procedure and experienced a refractive surprise. The lens was explanted and replaced with another zcb00 iol, but a lower diopter 22.5. At explant there was no vitrectomy, incision enlargement or sutures required. The patient is reported to be doing fine with no other complications. No additional information provided.